Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had multiple alarms. Customer got unexpected restart, external flash error and signal too low alarm. Customer's blood glucose was unknown at the time of the incident. The customer mentioned the alarms were recurring. The customer was advised the insulin pump will need to be replaced. The customer will return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and a constant audio alarm (watchdog alarm), problem isolated to lcd board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart, signal too low, or additional alarms due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.